Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd IV gravity set; foreign matter noted. The following information was provided by the initial reporter: issue - particulates on component before use.

Manufacturer narrative:
The customer reported foreign matter and returned one photo and one unused sample of material dyndtn1545, lot 24015194. The sample was examined, and the complaint was verified as foreign matter. The foreign matter is a piece of tape that was stuck and wrapped around the tip of the spike. The spike is a supplier component, so the supplier was notified of the failure. The sample was forwarded to the supplier of the spike/drip chamber component. The supplier found that the root cause is the machine operator used the wrong procedure to seal the internal bag in which the drip chambers are packaged. This prompted a retraining of all machine operators who worked during manufacture of supplier lot 5648/23, about the correct usage of the instruments made for cutting the tape. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #: dyndtn1545, batch#: 24015194. It was reported by customer that articulates on component. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Issue - particulates on component. Item -dyndtn1545, lot - 24015194.